Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a micro-volume extension set was cracked. During disconnecting/connecting, the new tubing had a ¿collar with crack¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample underwent pressure and clear passage testing and no blockage was noted. However, during pressure testing at 45 psi a leak was observed in the air vent of the filter. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.